Event description:
It was reported that the tips of the maryland bipolar forceps instrument are bent and do not meet. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one grip is bent, causing side to side misalignment of the grips. The grips are offset at the tips by .075 inches. The bent grip has the glue joint intact, however, engineering believes the failure is likely due to overloading at the tp. Electric continuity passed. Engineering also observed the distal end of the main tube has a 2 inch long section with light material removed on one side of the tube. The damaged area is parallel to the tube axis, and has a rougher surface finish than the rest of the tube. Engineering believes the damage may be caused by a defective cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.